Manufacturer narrative:
Follow-up #1: date of submission 12/14/2016. Device evaluation: the device has been returned and evaluated by product analysis on 11/19/2016 with the following findings: review of the black box showed a manual time change on (B)(6) 2016 from 01:04 to 13:02. A time/date reset after power on reset was observed on (B)(6) 2016 08:58; deliveries resumed 19:32. On investigation, the pump was exercised for 24 hours. After 24 hours the battery was removed for 6 hours. Bench testing confirmed when the battery was reinserted after 6 hours without power, the time and date reset to default setting. The total daily doses added up correctly and reflected the user¿s programmed basal rates. The pump passed delivery accuracy test and was found to be delivering accurately and within range. The pump was opened for investigation; a visible inspection confirmed the internal clock battery was leaking. Unrelated to the original complaint, the display screen was discolored and the battery compartment was cracked on the side from threads to cover and below the bumper pad. Additionally, the returned battery cap has stripped threads; a test cap was used for testing. (B)(4).

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that the patient had a hypoglycemic event while on the pump. The reporter stated that the patient had a blood glucose reading of 45mg/dl with difficulty speaking, lethargy, and vomiting. The patient continued pump therapy at the time of the call. The patient was treated in the emergency room of the hospital; the reporter was unable to describe the specific treatment. The reporter alleged that the time and date reverted to a default setting when the battery was removed for less than 24 hours. This issue is not likely to cause an adverse event because the pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen. This complaint is being reported based on the allegation that the patient experienced hypoglycemia while using insulin pump therapy and the pump could not be ruled out as a cause or contributor. Use error was a contributing factor.